Event description:
Patient was schedule for a right breast biopsy at the time the breast mass was removed it was noted that the implant was grossly rupturedinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, other. The device was destroyed/disposed of.